Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 500 hematology analyzer was dripping 1 -2 drops of diluted blood and clear fluid from the manual mode probe tip at the end of the cycle. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the probe of the instrument was leaking when the instrument was in the manual mode. The fse noticed that the probe wipe rinse block was misaligned. The fse readjusted the rinse block and the leak was resolved.

Manufacturer narrative:
Results: probe wipe rinse block. (B)(4).